Manufacturer narrative:
Additional information: additional information received indicated that the reason for the lens explant was that the lens was not suitable for the patient''s vision needs. It was mentioned that the incision was enlarged to remove the lens from the eye. There was no vitrectomy required and no sutures used. There was no delay in procedure reported. Section h6: patient code 3191 - incision enlarged all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain additional information; however, to date, no information has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens was explanted from a patient's left eye in a secondary procedure. The patient outcome was reported to be okay. No additional information was provided.